Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient was prescribed additional medication.

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported approximately two weeks following a micro-stent implant procedure, a patient is experiencing intraoperative bleeding. The implanted intraocular lens (iol) is pushed forward, creating a myopic shift. The stent is visible under the slit lamp. Additional information is requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of intraoperative bleeding, myopic shift, and stent migration; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that intraoperative hyphema and postoperative dislodgement or movement and worsening is visual field loss are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is:(B)(4).